Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had an audio anomaly. The device would not follow the volume¿s setting. It was also reported that the insulin pump alarmed no delivery multiple times, the customer had to reset the time/date once after battery change, the label on the bottom of the pump came off, and the readings were not being sent to the pump via the meter. Troubleshooting was not completed. The customer¿s blood glucose during the incident was unknown. The device will not be returned for analysis.